Event description:
The patient contacted animas on (B)(4) 2013 reporting that the ok button was intermittently unresponsive. The patient stated that they noticed this six weeks and progressively worse. The patient denied any damage to the keypad and no moisture exposure to the pump. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the ok button was intermittently unresponsive and required multiple presses to elicit a response. The up, down and contrast buttons responded appropriately. There was no visible damage to the keypad. Evaluation revealed contamination under the ok button contact.